Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2020 the patient was readmitted for right heart failure. The patient had peripheral edema. It was reported that there was no causal correlation with the device as the right heart failure was caused by arrhythmia. The patient was discharged on (B)(6) 2020.

Event description:
The type of arrhythmia was reported to be ventricular tachycardia.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. It was reported that on (B)(6) 2020 the patient was admitted for light heart failure. They had symptoms of peripheral edema which was treated with a diuretic. The cause of the light heart failure was determined to be due to ventricular tachycardia. The patient had no arrhythmias prior to lvas implant. The patient was discharged on (B)(6) 2020. The patient remained ongoing on heartmate ii lvas. No product is available for investigation. The heartmate ii lvas instructions for use (IFU) lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records for vad-62008 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 21nov2016. No further information was provided. The manufacturer is closing the file on this event.